Event description:
The following is based on initial formation received the pt and subsequent medical records received from the pt's clinic: the pt reported that the lake that occurred around (B)(6) 2013 had moisture on the tray table. The pt stated that fluid was coming from inside the door by the pump down to the tray table. This occurred at the end of treatment, and there was no alarm associated to this leak. Pt's effluent was clear and no prophylactic antibiotics were given. Subsequent medical record noted that the pt was hospitalized on (B)(6) 2013 for peritonitis (gram positive), and initiated peritonitis antibiotic kit once pt was discharged from hospital on (B)(6) 2013. The first dow of vancomycin 2 m given in hospital, nystatin switch and swallow also called in to pharmacy. On (B)(6) 2013, clinic notes indicated that the hemacue performed on (B)(6) 2013 resulted as possible related to peritonitis. Monthly labs obtained and sent to labs. Pt sated she was feeling much better related to peritonitis. Md visit scheduled for (B)(6)2013.

Manufacturer narrative:
The medical records have been received and reviewed by post market clinical staff. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. A supplemental report will be submitted upon completion of the manufacturer's physician assessment of the reported information and plant's investigation. This medwatch report is associated with MDR #8030665-2013-00734.